Event description:
The surgeon attempted to insert a cc4204bf collamer plate lens, but the foam tip plunger overrode the lens while it was ejecting and the lens became stuck in the cartridge. There was no pt injury. The reporter stated the cause of the event was due to the lens not being loaded properly. The reporter stated it was unk if the lens was damaged.